Event description:
A medtronic representative reported that, while in a spine procedure, a perc pin was damaged. The clipping mechanism was not holding the reference frame tight enough to its base, therefore, the reference frame was bending causing inaccurate navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site and will not be provided. Suspect percutaneous reference cross pin not returned to manufacturer for evaluation. Part not returned.